Event description:
A nurse reported a pt with toxic anterior segment syndrome (tass) following intraocular lens (iol) implant surgery. The pt presented, during the one day postoperative visit, with inflammation. No cultures were performed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).